Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral (sfa) artery. A 6.0mmx80mmx80cm wanda balloon catheter was advanced to the lesion. Upon first inflation at 8 atmospheres, the balloon ruptured. The balloon removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.